Event description:
During a clinic follow-up, a loss of capture was observed due to a suspected header anomaly in the atrial port of the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a defect in the atrial connector causing atrial loss of capture was not confirmed. Analysis did not reveal any header damage or anomalies. The atrial set-screw was normal and could be tightened normally. Additionally, all header components were revealed to be normal. Electrical tests were performed on the device. The atrial output paced normally with normal amplitudes under loads throughout all electrical and environmental testing. No electrical or mechanical anomalies were revealed.